Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/10/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a hysteroscopic adhesiolysis procedure on unknown date between 03/2009 and 08/2015 and the absorbable adhesion barrier was used as being cut into two pieces and tailored to the size of the uterine cavity. One piece was wrapped around a circular inert iud and the other piece was placed in the central bare region of the uterine cavity. Post-operatively, the patient possibly experienced vulvovaginal candidiasis or urinary tract infection. These complications were alleviated by meticulous medical management. The patient possibly experienced a recurrence of adhesion and/or menstrual dysfunction, and underwent re-operations. It was also reported that three months after initial procedure, a second hysteroscopy was performed showing a significant reduction in adhesions recurrence and improving menstrual function. No further information is available.